Manufacturer narrative:
The manufacturer evaluated the illumination module of the affected device. Visual inspection and functional test were performed on the mechanical parts, electrical connectors, electrical switches and the back up xenon bulb. According to the results, the illumination module is functioning as specified. No damage or malfunction of the mechanical parts as well as the electrical components and back up xenon bulb can be observed. Therefore, no failure was detected. The illumination module of the affected device operated within specification.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that during an endodontic surgery, the main lamp shattered. The back-up illumination was not functional as it broke when the main lamp shattered. There was no patient injury reported. The surgery was completed without the surgical microscope.